Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported false upstream occlusion alarms, which were reproduced while running a loaded set. The false messages were confirmed and were found to be caused by low ultrasonic readings with a fluid filled set. The upstream sensor was replaced.

Event description:
It was reported that a spectrum pump constantly displayed upstream occlusion message. Any pt involvement, injury or medical intervention is unk.